Event description:
Patient's family member reported ventilator stopped and did not alarm. Family member saw patient's eyes rolled back and non-responsive. They used ambu and patient responded - 911 was contacted. Patient placed on back-up vent. Patient hospitalized day after event.